Event description:
The report stated the surgeon inserted a cq2015a 21.0 diopter three piece lens. The haptic was torn by the injector upon insertion into the eye. Lens was cut to remove from the eye.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: no. The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the optic torn and cut in half. Torn at the haptic and optic junction. Lens was returned in liquid. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history, lens work order search, and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation. (B)(4).